Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located at the distal end of the circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred. Upon examination, it was noted that the probe had separated from the catheter. The procedure was completed with another of the same device. The patient was stable, and no patient complications were reported.